Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, " the extraction bag was punctured during the removal of the gallbladder by the surgeon." Additional information states that the procedure was finished by using a second bag, there was no adverse clinical consequences for the patient, the patient's current health status is "ok", and there was no medical intervention required. The information further states that there is no risk to the patient as the contents of the broken bag were blood and bile and that there has been no preventative treatment implemented.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that, " the extraction bag was punctured during the removal of the gallbladder by the surgeon." Additional information states that the procedure was finished by using a second bag, there was no adverse clinical consequences for the patient, the patient's current health status is "ok", and there was no medical intervention required. The information further states that there is no risk to the patient as the contents of the broken bag were blood and bile and that there has been no preventative treatment implemented.